Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. Th customer stated had 3 defected reservoirs that did not work. The customer was advised that will send out replacement reservoirs.